Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 444 mg/dl and 220 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer declined to troubleshoot for high blood glucose and stated infusion set cannula was bent. Customer also stated that insulin pump receive insulin flow block alarm and they able to clear it. The insulin pump will not returned for analysis.